Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has put in 3 sites and they were all bad sites. Customer stated that her blood glucose was going higher and wouldn't go down. Customer tried the lower and higher right side of her stomach and her blood glucose was not going down. Customer stated that she took it out and put it in her right side but a little higher. Customer stated that her blood glucose went down from 392 mg/dl to what it is now at 86 mg/dl. Customer stated that one of the sets was not sticking and the site was bad. Customer declined troubleshooting for the high blood glucose because she thinks that it was related to bad sites. Customer declined to troubleshoot for the tape not sticking because she didn't press down on her stomach after inserting it and she didn't use any additional tape. Customer stated that she thinks it was just bad placement in regards to the bad sites. Customer was advised to monitor the pump.